Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section e initial reporter last name, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The field service engineer (fse) found that the retractor band had a broken connector and replaced the retractor band. The fse found that the rails bearing cage had failed, which allowed the drawer to extend further than designed. The fse replaced the bad rails which resolved the issue. The fse verified all bus cable connections and drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer was not opening. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer is not opening. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.